Manufacturer narrative:
Evaluation of the returned sep8 confirmed that the bulb was fractured off the delivery wire. If the sep8 is manipulated against resistance during use, damage such as this may occur. The root cause of resistance during the procedure could not be determined. Penumbra separators are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a pulmonary embolism (pe) using an indigo system aspiration catheter 8 (cat8) and an indigo system separator 8 (sep8). During the procedure, the physician completed two passes using the cat8. Next, the physician decided to use a sep8. Subsequently, after completing a pass using the sep8 and cat8, it was noticed that the bulb of the sep8 broke off within the cat8. Therefore, the cat8 containing the broken bulb of the sep8 was removed and broken bulb of the sep8 was flushed out. The procedure was completed using the same cat8. It was reported that the patient was on systemic thrombolysis for twelve hours after the procedure. There was no report of an adverse effect to the patient.